Event description:
Peak plasma blade was in the holder with the tip extended a bit. The holder for the peak plasma blade has a hole at the bottom. The tip was protruding from the hole approximately 4cm. During surgery while holding retractors employee's rt forearm hit the bovie tip that was coming out the bottom of the holder. Sustained electrical burn to rt forearm and spark from the contact with employee's forearm was visible. Employee had to break scrub because of the bum hole in operating room gown. The electrosurgical unit (medtronic ft10, serial (B)(4), cn (B)(4)) was immediately sequestered by hospital staff. A minor injury was sustained by an employee and was appropriately treated. The handpiece was sequestered in a biohazard bag and provided to risk management. On 01/13/2017 the clinical engineer evaluated the electrosurgical unit and found it to be working to manufactures standards. The event was able to be recreated in the biomedical engineering shop using a new exemplar peak plasmablade 3.0s handpiece. If the tip is extended and protrudes from the provided holster, and the cable is in tension to the side for any reason, the button may be activated in the holster. This is a design effect.